Event description:
The customer reported the ventilator went vent inop and alarmed during normal ventilation operation due to an exhalation motor error. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. Review of the device diagnostic history noted the vent inop occurrence as reported. The fse replaced the exhalation motor controller pcb board to address the finding and reported problem. Applicable final testing was completed per operating specifications and passed.

Manufacturer narrative:
Manufacture date: 09/16/2014. Conclusion / root cause: this stepper motor controller pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).